Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set leakage event on (B)(6) 2025 at quick release. The infusion set was in use for one day. Blood glucose was 226 mg/dl at the time of the event. Patient was treated with insulin pump. No further information available.